Event description:
It was reported that an attempt was made to use a closurefast. Device was not reprocessed. Lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. Proper temperature was reached. Physician opened closurefast, found heating coil damaged so opened a new catheter to complete procedure. No patient injury reported.

Manufacturer narrative:
Product analysis returned device: no ancillary devices or images were returned for analysis. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas . All pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the shaft, the kink was observed at approx. 68.4 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.